Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported event with the instrument could not be replicated nor confirmed. A visual inspection was done and no damage was found. The instrument was tested on an in-house system. The instrument passed the recognition, engagement, and cut and seal tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. No product issue was found. Probable root cause may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the vessel sealer extend (vse) instrument was placed in the body cavity through the canula, it would not open or light up. The customer removed the vse instrument and reinserted it, but it would not work. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. Instrument was replaced. No task. Issue did not occur after system fault. Jaws were not clamped close. Jaws were not stuck on tissue. No adverse effect to grasped tissue. There was no unexpected tissue removal. There was no bleeding. No other information is available.